Event description:
It was reported that the patient experienced syncope episode. Information received via remote transmission indicated the right ventricular (rv) right ventricular (rv) lead warning triggered, and polarity switch occurred due to high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.